Manufacturer narrative:
During follow-up, the patient said the uti was not caused by the hm16 catheter. He said that even though he used a good catheterization technique, he still acquires uti's now and then. He returned the catheters, but did not know the lot number of the catheter at the time of the infection, and had none to return.

Event description:
Intermittent catheter patient (user) said he acquired a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he stopped using catheters, was treated with an antibiotic for the uti, but had to be treated with a second antibiotic since he had two different bacteria to contend with.